Manufacturer narrative:
A ge rep evaluated the system and replaced the vertical lift power supply. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported the vertical lift column will not raise or lower. No pt injury reported.